Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018. The cause of death was diabetic ketoacidosis which led to heart failure. The caller stated that the customer had diabetic ketoacidosis that may have led to the customer's passing. The customer¿s blood glucose was over 500 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected more than 48 hours prior to passing at the time of admission. It is unknown if the customer was using sensors. The caller stated the customer's pump failed but they didn't notice until later. The caller declined to return the insulin pump for analysis.